Event description:
The customer reported being admitted as an inpatient for medical treatment due to low blood glucose of 30mg/dl. The caller stated that she had a surgery on her hand and her glucose level has been high and low. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing more insulin than what was showing on the status screen. While reviewing recent events, found that the customer also had gallbladder surgery. The customer had erratic blood glucose and she was treated. Assisted the caller to run the displacement test and self test and they passed. The caller mentioned that she bumped the device, but it was not damaged. However, the insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.